Event description:
It was reported the camera head displayed noise on the image because of the camera cable. The issue occurred during preparation for a diagnostic hysteroscopy. The intended procedure could not be completed and the physician changed the procedure to "normal surgery". There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The product was not returned; the investigation was performed based on the provided information. The complaint allegations was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head displayed noise on the image because of the camera cable. The issue occurred during preparation for a diagnostic hysteroscopy. The intended procedure could not be completed and the physician changed the procedure to "normal surgery". There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.